Event description:
Pt dislocated the articular surface. Physician decided to augment the tibia and insert a less constraining articular surface.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.